Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was chemical leakage from the root of the yellow connector to which the syringe was attached. This occurred during priming. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: one (1) sample was received in used condition, decontaminated, without its original packaging and inside in a plastic bag. Visual inspection: no damage, scuffs, pinch marks, cracks, crazing, cuts, was observed. Functional testing: while injecting liquid into the sample, a leak was detected in the connection between the luer and the tube. The complaint was confirmed, and the root cause was unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.